Manufacturer narrative:
An abbott field service engineer (fse) investigated the issue onsite and replaced the trigger and pre-trigger manifold kit valves (part number 7-77612-03; quantity of 2) and the buffer level sensor (list number 08c94-25) as the likely cause parts; the parts were coded as worn out from normal use. An instrument service history review found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the fse replaced the manifold kit valves and the buffer level sensor. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect system operations manual, the architect total psa and the architect total b-hcg reagent package inserts were reviewed and were found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that erratic results have been generated by the architect i2000sr analyzer. An initial total psa result of 14 ng/ml was generated. The sample was repeated and a result of 8.0 ng/ml was generated. An initial b-hcg result of 140 miu/ml was generated. The sample was repeated and a negative result of 3 miu/ml was generated. There was no report of impact to patient management.